Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the drive support cap was loose and sticking out from the side of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with cracked end cap, minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker. The drive support was inspected and no anomaly was noted. Unable to perform displacement test due to cracked end cap.